Event description:
The patient contacted lifescan in 2005 and alleged that their one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). Medical affairs specialist (mas) called and left a message for the patient the next day to verify and obtain further information. A letter will be sent as a second attempt to contact the patient. During troubleshooting with the customer service agent in 2005, it was verified that this was not a new product and the subject meter was previously in the correct unit of measurement (mg/dl). The patient had not recently changed the units of measurement in the meter settings. The patient had received diabetes treatment advice from a medical professional and the treatment was food and/or beverage. However, there is no further informaion regarding the treatment received or the blood glucose results on the subject meter. It is unknown if the patient had experienced symptoms at the time of concern and if pt was tested on another meter. Based on the information provided, there is a possibility that the product has malfunctioned since the patient did not change the units of measurement in the meter settings. However, it cannot be concluded at this time that the product caused or contributed to any injury. There is insufficient information to determine if the patient experienced injury. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the patient.